Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0fq1r, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an infection in the pocket site, and the device was removed. Follow-up is being conducted to determine patient outcome.